Event description:
It was reported via phone call, that the customer was hospitalized due to blood pressure. Customer's blood glucose levels at the time of hospitalization 37 mg/dl. The customer also reported blood glucose levels of 16mg/dl. The customer mentioned that the lost 55 pounds in 6 weeks, which is what likely lead to the low blood glucose levels. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.